Event description:
As reported via the (B)(4), a 6mm angioguard filter was difficult to remove due to the inability to close the filter basket and became caught on the stent during retrieval. Angiography had revealed 90% stenosis in the ostial left internal carotid artery. The lesion was 15mm in length, eccentric, and moderately calcified. The reference vessel was 4.2mm in diameter and mildly tortuous. The angioguard was deployed beyond the target lesion without difficulty and the lesion was pre-dilated. A 9.0 x 40mm precise pro rx was implanted at the target lesion. There was difficulty in removing the angioguard due to the basket not closing. It was reported that the filter had been distal enough from the lesion to prevent any interaction from the balloons or sds. The capture sheath was advanced until the marker band lined up with the proximal filter basket marker band. The filter was unable to close completely and seat completely into the capture sheath. Protruding fabric of the filter caught on the stent during withdrawal through the stent and had to be maneuvered up and rotated slightly to free it up prior to removal. The device was removed without adverse event and there was no debris in the basket. The patient left the angiography suite without neurological deficit and was discharged the following day with rankin and nih stroke scale scores of 0.

Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) registry, the angioguard was difficult to remove due to the inability to close the filter basket which became caught on the stent during retrieval. Angiography revealed a lesion 15mm in length, 4.2mm in diameter, eccentric, mildly tortuous and moderately calcified with a 90% stenosis in the ostial left internal carotid artery. The angioguard was deployed beyond the target lesion without difficulty and the lesion was pre-dilated and a 9.0 x 40mm precise pro rx was implanted. There was difficulty in removing the angioguard due to the basket not closing. It was reported that the filter had been distal enough from the lesion to prevent any interaction from the balloons or sds. The capture sheath was advanced until the marker band lined up with the proximal filter basket marker band. The filter was unable to close completely and seat completely into the capture sheath. Protruding fabric of the filter caught on the stent during withdrawal through the stent and had to be maneuvered up and rotated slightly to free it up prior to removal. The device was removed without adverse event and there was no debris in the basket. The patient left the angiography suite without neurological deficit and was discharged the following day with (B)(4) scores of 0. The patient's medical history includes hyperlipidemia, diabetes mellitus, coronary artery disease, myocardial infarction, coronary percutaneous revascularization, and hypertension. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging. This packaging lot contained 90 units, which were shipped from lake region medical on (B)(6) 2011. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the device. This packaging lot contained 90 units, which were shipped from lake region medical on february 11, 2011. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.